Event description:
It was reported that the patient thought the amplitude was at 4.3 v, but when she checked it again, it was at 0.9 v and she was not sure what happened. It was noted that basic patient programmer functionality was reviewed with the patient. The patient was going to call the manufacturer back later when she had access to the patient programmer. It was noted that the stimulation was not helping the patient.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # va04aa7, implanted: (B)(6) 2013, product type lead; product ID 3093-33, lot # va04aa7, implanted: (B)(6) 2013, product type lead. (B)(4).